Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The reported clinical observations were not confirmed based on analysis of the returned device which found no evidence of device malfunction related to device sensing. Further evaluation identified a high current drain, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this caller inquired about occasional noise markers that were identified via remote monitoring data and requested review. A boston scientific technical services consultant discussed what the noise marker indicated. The consultant noted three noise markers on the presenting subcutaneous electrograms (s-egms) which resembled muscle noise during some of the qrs complexes; therefore, marking them n. System evaluation at the patient's next in office check was recommended. No adverse patient effects were reported. This device was subsequently explanted for normal battery depletion and was returned for evaluation.